Manufacturer narrative:
A test reservoir was installed and it didn't lock in place due to broken reservoir tube lip. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was broken and the reservoir won't tighten. The reservoir lip in the reservoir compartment is chipped and it won't tighten up. Her blood glucose was 88 mmol/l. The damage is on the top of the reservoir compartment. She was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.